Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin irritation identified as a rash. For treatment, the patient was prescribed steroid cream called triamcinolone 1%, to take every 12 hours,. The pod was worn longer than 48 hours on the arm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.